Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantable cardioverter defibrillator change out the replacement device and right ventricular lead exhibited high lead impedance measurements. The lead was capped and the replacement device was not used, both were replaced. There were no adverse outcome to the patient. The patient's condition was stable before, during and post procedure.